Event description:
Reporter indicated that a patient's vns was stimulating every two minutes and causing dyspnea and painful stimulation. The vns was disabled. The patient was also having increased seizures that were greater than pre-vns baseline. The patient has since undergone generator replacement surgery. The explanted generator has been requested for return. All attempts to the reporter for additional information regarding the reported events have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.